Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving three separate products: mdrs #122514-05086, 05087, 05089, 2937457-2014-01186 and 01187.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2008 and subsequently expired on (B)(6) 2008 after the use of the product.